Manufacturer narrative:
A steris surgical service representative inspected the table and found it to be operating properly; no issues were noted. The technician was only able to duplicate the reported event when the vertical boot harness clamp was not properly tightened as it was in the reported event. When he tightened it properly and applied downward force to the boot harness, no movement occurred. The table was placed back into service and no further issues have been reported. The operator manual states, "warning-personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory." While onsite the technician discussed with user facility personnel that the clamp was not properly tightened which caused the reported event to occur. The table is not under steris service contract and is serviced and maintained by the facility's biomedical department.

Event description:
The user facility reported that during a patient procedure an employee was moving the patient's leg and the foot stirrup clamp moved causing the patients left foot to drop. The user facility readjusted and tightened the foot stirrup and completed the procedure successfully.